Manufacturer narrative:
The pump passed the functional test including prime/a33, displacement, basic occlusion, occlusion, and excessive no delivery alarm tests. A cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, and cracked case near display window corners were noted during a visual inspection. The drive support disk was inspected and no anomaly was noted. Several boluses were programmed and delivered. The boluses were recorded properly in bolus history with correct date and time. The pump was monitored with basal profile. The basal was delivered properly. Daily total functioned properly. No history anomaly was noted. This MDR related to the puerto rico mfg site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 at 8:30 am for a blood glucose level of over 900 mg/dl. The customer experienced the following symptoms: dry mouth, constant urination, nausea, and vomiting. The customer was treated in an intensive care unit with an insulin drip and her blood glucose level dropped to 147 mg/dl. The customer was placed back on the insulin pump and her blood glucose level went up to 500 mg/dl within 2 hours. The customer was then treated with manual injections. Standard troubleshooting was performed. The customer stated that the insulin was not exiting the infusion set during the prime. The insulin was said to have crystallized. The customer was advised to change her infusion set and reservoir. The product has been returned. Nothing further was reported.